Manufacturer narrative:
The device has not been made available for evaluation. Should the device become available, or further information be provided, a follow-up report will then be issued.

Event description:
Provider alleges the consumer alleges he was riding in his unit down the sidewalk of a strip mall where he believes he may have hit the controller of his wheelchair that lowers the footplate, allegedly causing the footplate to hit the ground and allegedly flip him out of the chair.